Manufacturer narrative:
Age at time of event- (B)(6) or older.

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, it was noted that the device was stuck in the lesion as it was hard to remove but was just simply and slowly pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.